Manufacturer narrative:
Date of event: exact date is unknown/not provided. Best estimate is between 1/14/2020 - 1/28/2020. (B)(4). Device evaluation: product testing could not be performed because the product was reported to be discarded. The complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225 17.0 diopter intraocular lens (iol), was explanted from the patient's operative eye due to unexpected post-op refraction. The patient's visual outcome was not as expected. The iol was exchanged for another zct225, but a lower diopter, 15.0 lens. The suspect product will not be returned as it was discarded. It is indicated the patient has recovered. No other information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.